Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question using a remote electronic connection method on (B)(6) 2016. The test well for the forward typing anti-b antiserum was visually positive.

Event description:
On (B)(6) 2016, a customer reported an unexpected abo blood grouping mistype when testing a blood sample on a galileo, when tested on (B)(6) 2016.